Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to emergency department with severe headache and blurry vision. A computed tomography (CT) revealed acute infarct involving the distribution of the left posterior cerebral artery and the left posterior inferior cerebral artery (pica) distribution. No evidence of intracranial hemorrhage or mass was observed. The patient had lingering headache and right visual field deficit. No further information was provided.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(4), until receiving a routine heart transplant on (B)(6) 2018 (see (B)(4)). The hm3 lvas IFU lists stroke as an adverse event that may be associated with the use of the hm3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.